Event description:
The customer reports that the enteral feeding bag was inserted into the pump and filled. Before the feeding set was inserted into the connector, leakage was found.

Manufacturer narrative:
Since the sample was not provided for evaluation the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action; if sample is received later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.